Event description:
It was reported that the atrial lead had dislodged and was capped. It was also reported that during implant attempt, the lead was introduced and implanted in the right ventricular apex. The location yielded poor sensing and pacing. The lead was then implanted near mid-septum where the helix would not extend or retract appropriately. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.